Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged debris in humidifier. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged debris in humidifier. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection of device was completed by the manufacturer and found evidence of discoloration from rust/hard water deposits throughout the unit, water ingress on pca/blower housing and several areas of the outer enclosure, flakes. The manufacturer found no evidence of sound abatement foam degradation. The device's downloaded event log was reviewed by the manufacturer and found no error logged. The manufacturer concludes the contaminates found were consistent with discoloration from rust/hard water deposits throughout the unit, water ingress on pca/blower housing and several areas of the outer enclosure, flakes. The manufacturer confirmed there was no evidence of sound abatement foam degradation.